Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on left side") and kidney infection ("kidney infection") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on (B)(6) 2015. The patient's past medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain and polycystic ovarian syndrome. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension nos and tinnitus. Concomitant products included acetazolamide and prinzide (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), weight increased ("weight gain"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and orgasmic sensation decreased ("orgasmic dysfunction"). The patient was hospitalized sometime in (B)(6) 2015. The patient was treated with ibuprofen (motrin) and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension and adnexa uteri pain was resolving, the kidney infection, weight increased and fatigue had resolved and the dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and orgasmic sensation decreased outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, kidney infection, libido decreased, memory impairment, menorrhagia, migraine, orgasmic sensation decreased, pelvic pain, stress, tension, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on 29-apr-2015: total bilateral occlusion current weight 168 lbs. Pain intensity scale: 8/10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia." Most recent follow-up information incorporated above includes: on 2-apr-2018: the reporter information was updated. This case concerns 38 year old patient. Her demographic details were updated. Her historical/concurrent conditions were added. Lab data was added. Essure indication was amended. Concomitant and treatment medication was added. Following events: kidney infection, decreased libido, abnormal bleeding (menorrhagia), metal allergy/nickel allergy, irritability, tension, anxiety, feeling out of control or overwhelmed, impaired memory, impaired concentration, bladder or urinary problem or changes, migraines, headaches, dysmenorrhea (cramping), fatigue, orgasmic dysfunction, my stomach was always swollen, bloating (clubbed with previously reported event) and difficulty of essure insertion. She was recovering form the events: pain, bloated stomach, kidney issues. She had recovered for the events: weight gain and fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on left side") and kidney infection ("kidney infection") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on(B)(6)2015. The patient's past medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain, polycystic ovarian syndrome and miscarriage. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension, tinnitus and fibromyalgia. Concomitant products included acetazolamide and prinzide (lisinopril hydrochlorthiazid). On (B)(6)2015, the patient had essure inserted. In february 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), weight increased ("weight gain"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In march 2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In april 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In may 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), orgasmic sensation decreased ("orgasmic dysfunction"), hormone level abnormal ("hormonal changes"), coital bleeding ("bleeding with intercourse") and fibromyalgia ("fibromyalgia"). The patient was hospitalized sometime in april 2015. The patient was treated with ibuprofen (motrin) and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal distension and adnexa uteri pain was resolving, the kidney infection, weight increased and fatigue had resolved and the dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, orgasmic sensation decreased, hormone level abnormal, coital bleeding and fibromyalgia outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, coital bleeding, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, irritability, kidney infection, libido decreased, memory impairment, menorrhagia, migraine, orgasmic sensation decreased, pelvic pain, stress, tension, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium on (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion current weight 168 lbs. Pain intensity scale: 8/10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events:hormonal imbalance, fibromyalgia, coital bleeding were added. Historical condition added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), kidney infection ('kidney infection') and intracranial pressure increased ('intracranial hypertension') in a 38-year-old female patient who had essure (batch no. C76452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on (B)(6) 2015 and device physical property issue "bent up like a tent and you could see it through my tube". The patient's medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain, polycystic ovarian syndrome, miscarriage, multigravida, parity 2, renal surgery and multigravida. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension, tinnitus, fibromyalgia, polycystic ovarian syndrome and hypertension. Concomitant products included acetazolamide and hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazide). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory/forgetting words "), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), orgasmic sensation decreased ("orgasmic dysfunction"), coital bleeding ("bleeding with intercourse"), fibromyalgia ("fibromyalgia"), mass ("pseudo tumor"), intervertebral disc degeneration ("intervertebral disc degeneration"), tinnitus ("ringing in my ear"), feeling abnormal ("brain fog"), presyncope ("I would almost pass out"), menstrual disorder ("large clots"), ear pain ("pain in left year"), inflammation ("inflammation") and rash papular ("itchy bumpy patches on my ear lobes") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized on (B)(6) 2015. The patient was treated with and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain and migraine was resolving, the kidney infection, weight increased and fatigue had resolved and the intracranial pressure increased, dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, orgasmic sensation decreased, hormone level abnormal, coital bleeding, fibromyalgia, mass, intervertebral disc degeneration, tinnitus, feeling abnormal, presyncope, menstrual disorder, ear pain, inflammation and rash papular outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, coital bleeding, disturbance in attention, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, inflammation, intervertebral disc degeneration, intracranial pressure increased, irritability, kidney infection, libido decreased, mass, memory impairment, menorrhagia, menstrual disorder, migraine, orgasmic sensation decreased, pelvic pain, presyncope, rash papular, stress, tension, tinnitus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium. There were 2 trailing coils noted on the left and 3 trailing coils noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia and the following ones were described in social media: intracranial hypertension, pseudo tumor, intervertebral disc degeneration, ringing in my ear and brain fog. Batch no c76452, production date: (B)(6) 2014, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), kidney infection ('kidney infection') and intracranial pressure increased ('intracranial hypertension') in a 38-year-old female patient who had essure (batch no. C76452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on (B)(6) 2015 and device physical property issue "bent up like a tent and you could see it through my tube". The patient's medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain, polycystic ovarian syndrome, miscarriage, multigravida, parity 2, renal surgery and vaginal delivery. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension, tinnitus, fibromyalgia, polycystic ovarian syndrome and hypertension. Concomitant products included acetazolamide and hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory/forgetting words "), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), orgasmic sensation decreased ("orgasmic dysfunction"), coital bleeding ("bleeding with intercourse"), fibromyalgia ("fibromyalgia"), mass ("pseudo tumor"), intervertebral disc degeneration ("intervertebral disc degeneration"), tinnitus ("ringing in my ear"), feeling abnormal ("brain fog"), presyncope ("I would almost pass out"), menstrual disorder ("large clots"), ear pain ("pain in left year"), inflammation ("inflammation") and rash papular ("itchy bumpy patches on my ear lobes") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized on (B)(6) 2015. The patient was treated with and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain and migraine was resolving, the kidney infection, weight increased and fatigue had resolved and the intracranial pressure increased, dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, orgasmic sensation decreased, hormone level abnormal, coital bleeding, fibromyalgia, mass, intervertebral disc degeneration, tinnitus, feeling abnormal, presyncope, menstrual disorder, ear pain, inflammation and rash papular outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, coital bleeding, disturbance in attention, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, inflammation, intervertebral disc degeneration, intracranial pressure increased, irritability, kidney infection, libido decreased, mass, memory impairment, menorrhagia, menstrual disorder, migraine, orgasmic sensation decreased, pelvic pain, presyncope, rash papular, stress, tension, tinnitus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium. There were 2 trailing coils noted on the left and 3 trailing coils noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia and the following ones were described in social media: intracranial hypertension, pseudo tumor, intervertebral disc degeneration, ringing in my ear and brain fog. Most recent follow-up information incorporated above includes: on 15-oct-2019: medical records. Patient demographic details, concomitant condition and essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side') and kidney infection ('kidney infection') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on (B)(6) 2015 and device physical property issue "bent up like a tent and you could see it through my tube". The patient's medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain, polycystic ovarian syndrome and miscarriage. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension, tinnitus and fibromyalgia. Concomitant products included acetazolamide and hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory/forgetting words "), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), orgasmic sensation decreased ("orgasmic dysfunction"), coital bleeding ("bleeding with intercourse"), fibromyalgia ("fibromyalgia"), intracranial pressure increased ("intracranial hypertension"), mass ("pseudo tumor"), intervertebral disc degeneration ("intervertebral disc degeneration"), tinnitus ("ringing in my ear"), feeling abnormal ("brain fog"), presyncope ("I would almost pass out"), menstrual disorder ("large clots"), ear pain ("pain in left year"), inflammation ("inflammation") and rash papular ("itchy bumpy patches on my ear lobes") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized on (B)(6) 2015. The patient was treated with ibuprofen (motrin) and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain and migraine was resolving, the kidney infection, weight increased and fatigue had resolved and the dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, orgasmic sensation decreased, hormone level abnormal, coital bleeding, fibromyalgia, intracranial pressure increased, mass, intervertebral disc degeneration, tinnitus, feeling abnormal, presyncope, menstrual disorder, ear pain, inflammation and rash papular outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, coital bleeding, disturbance in attention, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, inflammation, intervertebral disc degeneration, intracranial pressure increased, irritability, kidney infection, libido decreased, mass, memory impairment, menorrhagia, menstrual disorder, migraine, orgasmic sensation decreased, pelvic pain, presyncope, rash papular, stress, tension, tinnitus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Per pfs: it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Current weight 168 lbs. Pain intensity scale: 8/10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia." Concerning the injuries reported in this case, the following ones were described in patients social media: intracranial hypertension, pseudo tumor, intervertebral disc degeneration, ringing in my ear, brain fog. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and social media received ¿ new events intracranial hypertension, pseudo tumor, intervertebral disc degeneration, ringing in my ear and brain fog were added. Outcome of migraine updated from unknown to recovering. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on left side'), kidney infection ('kidney infection') and intracranial pressure increased ('intracranial hypertension') in a 38-year-old female patient who had essure (batch no. C76452) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of essure insertion" on (B)(6) 2015 and device physical property issue "bent up like a tent and you could see it through my tube". The patient's medical history included migraine (without aura), headache, anxiety, sleep disturbance, neck pain, polycystic ovarian syndrome, miscarriage, multigravida, parity 2, renal surgery and multigravida. Concurrent conditions included body mass index normal, hypertension, intracranial hypertension, tinnitus, fibromyalgia, polycystic ovarian syndrome and hypertension. Concomitant products included acetazolamide and hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal distension ("bloating/my stomach was always swollen, bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), adnexa uteri pain ("pain: left side (left fallopian tube)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("metal allergy/nickel allergy"). In (B)(6) 2015, the patient experienced kidney infection (seriousness criteria hospitalization and medically significant), irritability ("irritability"), tension ("tension"), anxiety ("anxiety"), stress ("feeling out of control or overwhelmed"), memory impairment ("impaired memory/forgetting words "), disturbance in attention ("impaired concentration"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced libido decreased ("decreased libido"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intracranial pressure increased (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), orgasmic sensation decreased ("orgasmic dysfunction"), coital bleeding ("bleeding with intercourse"), fibromyalgia ("fibromyalgia"), mass ("pseudo tumor"), intervertebral disc degeneration ("intervertebral disc degeneration"), tinnitus ("ringing in my ear"), feeling abnormal ("brain fog"), presyncope ("I would almost pass out"), menstrual disorder ("large clots"), ear pain ("pain in left year"), inflammation ("inflammation"), rash papular ("itchy bumpy patches on my ear lobes"), neuralgia ("scalp nerve pain"), depression ("had depression") and pain of skin ("scalp pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was hospitalized on (B)(6) 2015. The patient was treated with and surgery (remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, adnexa uteri pain and migraine was resolving, the kidney infection, weight increased and fatigue had resolved and the intracranial pressure increased, dyspareunia, vaginal haemorrhage, libido decreased, menorrhagia, allergy to metals, irritability, tension, anxiety, stress, memory impairment, disturbance in attention, bladder disorder, urinary tract disorder, headache, dysmenorrhoea, orgasmic sensation decreased, hormone level abnormal, coital bleeding, fibromyalgia, mass, intervertebral disc degeneration, tinnitus, feeling abnormal, presyncope, menstrual disorder, ear pain, inflammation, rash papular, neuralgia, depression and pain of skin outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, anxiety, bladder disorder, coital bleeding, depression, disturbance in attention, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hormone level abnormal, inflammation, intervertebral disc degeneration, intracranial pressure increased, irritability, kidney infection, libido decreased, mass, memory impairment, menorrhagia, menstrual disorder, migraine, neuralgia, orgasmic sensation decreased, pain of skin, pelvic pain, presyncope, rash papular, stress, tension, tinnitus, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, it was reported that there was difficulty of essure insertion due to the poor visualization of the ostia from all the fluffy endometrium. There were 2 trailing coils noted on the left and 3 trailing coils noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia and the following ones were described in social media: intracranial hypertension, pseudo tumor, intervertebral disc degeneration, ringing in my ear and brain fog. Concerning the injuries reported in this case, the following one were reported from social media report : scalp pain, nerve pain, depression. Batch no c76452, production date 2014-07-11, expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2019: social media received: new events were added: scalp pain, nerve pain, depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain on left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("spotting"), weight increased ("weight gain") and pain ("pain"). The patient was treated with surgery (remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, dyspareunia, vaginal haemorrhage, weight increased and pain outcome was unknown. The reporter considered abdominal distension, dyspareunia, pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.